Event description:
Caller states the patient tested 7.5 inr on the coaguchek xs system and 4.4 inr on a comparison lab. No action taken on device result, however coumadin was held 2 days based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.